Manufacturer narrative:
Date rec¿d by MFR: 22aug2019. Date of report: 23aug2019. Repair information was confirmed. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touch screen to address the reported issue. After this repair, no abnormalities were found. There is a relationship of the device to the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 02oct2019. Date of report: 03oct2019. Failure investigation was completed. The touch screen assembly was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements were taken on the received touch screen assembly. Further investigation revealed that the resistance (ul_lr and ur_ll) was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touch screen was partially unreactive. The device is pending evaluation.